Event description:
It was reported that the pump and catheter were explanted (B)(6) 2013 due to infection. The patient was admitted to the hospital on (B)(6) 2013 due to pump exposure through the skin of the pump pocket area. The pump was visible through the pump pocket area per the healthcare provider (hcp) who then took the patient to the operating room (or) to explant the pump and catheter. While surgically removing the pump, the hcp noted purulent drainage so determined that there was an infection as well. The pump pocket and back spinal incision area were swabbed for culture as well as cerebrospinal fluid (csf) was sent for culture.the patient had experienced increased spasticity. The patient was admitted to a stepdown unit in stable condition. The patient was started on oral baclofen and IV valium as needed. Antibiotics were started. The patient was hypotensive but alert and awake. The patient was to remain in the hospital for IV antibiotics. The device system delivered lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).